Event description:
It was reported that the patient received inappropriate atp therapy during an svt. Noise was observed in the egm strip. The noise was determined to be due to an egm anomaly and did not affect device function. Reprogramming recommendations were made. There is no further information available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.